Event description:
Affiliate reported that the when the blades were inserted into the retractor body and spread with minor force one of the two blades broke in pieces, the sternum closed suddenly. Affiliate also reported the texture of the blades appeared to be different.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this investigation and during the evaluation process it was found that many used and unused blades were tested and none of which could be broken as described by the customer. It is not possible to determine the exact root cause; however it might be likely that the blades were mis-used. The supplier performed additional testing on the blades to try and determine the actual force needed to break a blade. It was only possible to break a blade when the blade was inserted into the actual metal device at an approximate 30 degree angle. Pressure was applied until the blade broke. The calculation of force required to break the blade was in excess of 250kg, far above the codman specification of 60kg. It was also noted that the blades returned from the customer showed evidence of distortion on one of two key retaining tabs. We suspect the only way this tab can be distorted, is for the blade to be cocked at angle. As a result it is likely that the blade was mis-used.